Event description:
The customer alleged questionable results for the hdl-cholesterol plus 3rd generation (hdl) and creatinine plus (creatinine) applications when testing was performed on the analytical p module. She also stated that the analyzer's "front rinse mechanism is not dispensing any wash." The customer provided data for 9 patients. Of the data provided, one patient had a discrepant creatinine result and one patient had a discrepant hdl result. Additionally, one patient was noted to have a discrepant calcium result. Patient #1 had an initial creatinine of 28.4. The sample was repeated on a different p module with a creatinine of 1.2. Units of measure were not provided. Patient #2 had an initial hdl of 561.9 mg/dl with a data flag. The sample was repeated on the same p module with an hdl of 78.2 mg/dl, also with a data flag. The sample was repeated on another p module with an hdl of 83.2 mg/dl. Patient #3 had an initial calcium of 5.1 with a data flag. The sample was repeated on another p module with a calcium of 8.8. Units of measure were not provided. The customer stated that no patients were affected because, "nothing was verified out." During the customer's investigation of the event, she found that the measuring cells on the analyzer contained "lots of bubbles and now there is no water." The creatinine reagent lot consists of 2 packs, r1 and r2. The r1 lot number was 62855001; the r2 lot number was 62800401. The hdl reagent lot number was 62202001. The calcium reagent lot number was not provided. The field service representative determined that the rinse mechanism was not vacuuming the cells due to a hole in the rinse mechanism tubing. He replaced the tubing. Quality controls were run, which passed the customer's requirements.